Manufacturer narrative:
E1: patient city: (B)(6). Patient country: france.

Event description:
Reference number (B)(4). Event occurred in france. It was reported that the patient faced an infusion set leakage event on (B)(6) 2025 at connection with catheter/ reservoir. No further information available.